Manufacturer narrative:
(B)(4). The patient was scheduled for surgical repair of the umbilical hernia fourteen days after receipt of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced an umbilical hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia was present prior to the start of pd therapy. The cause of the hernia was unknown. The patient was hospitalized for the event. On an unknown date, the patient underwent a surgical procedure to repair the hernia. Dianeal therapy remained ongoing. The patient's recovery status and outcome of the event were not reported. No additional information is available.